Manufacturer narrative:
Results: complaint about "invalid impedance" was confirmed. As received the two extensions were examined under the microscope revealed severe discoloration in the lead body. Header and terminal end electrodes were intact. Broken wires were found in both extension strain relief. This damage is consistent with over stress the extensions were subjected to while they were still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref. MFR. Report#: 1627487-2014-25538 and 1627487-2014-25539. The pt has two extensions from the same lot number. It was reported during the pt's (B)(6) visit lead diagnostic testing identified invalid impedance measurements. Subsequently, the pt's leads nd extensions were explanted and replaced. Effective stimulation was restored postoperative.